Event description:
It was reported that the inflatable penile prosthesis (ipp) device was not functioning and the patient had pain in lower abdomen. The device was not inflated when cycled; there was no inflation of device when the pump button was pressed. All components were explanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual inspection of the device identified a fluid leak attributed to fatigue and worn in the pump strain relief kink resistant tubing (krt) (cylinder and reservoir) junction; holes were present and there was contamination inside the pump. Visual inspection also identified both cylinders had a fold that indicate possible buckling of the cylinders in the proximal cylinder body. Both cylinders had wear at fold in cylinder body. Based on this observations, the reported allegations of inflation issues and mechanical issues were confirmed; however, the reported allegation of pain was unable to be confirmed. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: visual examination of the pump identified there were leaks attributed to fatigue and worn in the pump strain relief kink resistant tubing (krt) (cylinder and reservoir) junction; holes were present and there was contamination inside the pump. Visual examination of the cylinders showed both cylinders had fold that indicate possible buckling of the cylinders in the proximal cylinder body and that both cylinders had wear at fold in cylinder body. The visual examination of the reservoir did not identify any leaks in this component. Functional testing of the device identified both cylinders and reservoir performed within specification. The pump was not functionally tested due to the contamination found in visual analysis. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom of pain was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual inspection of the device identified a fluid leak attributed to fatigue and worn in the pump strain relief kink resistant tubing (krt) (cylinder and reservoir) junction; holes were present and there was contamination inside the pump. Visual inspection also identified both cylinders had a fold that indicate possible buckling of the cylinders in the proximal cylinder body. Both cylinders had wear at fold in cylinder body. Based on this observations, the reported allegations of inflation issues and mechanical issues were confirmed. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: visual examination of the pump identified there were leaks attributed to fatigue and worn in the pump strain relief kink resistant tubing (krt) (cylinder and reservoir) junction; holes were present and there was contamination inside the pump. Visual examination of the cylinders showed both cylinders had fold that indicate possible buckling of the cylinders in the proximal cylinder body and that both cylinders had wear at fold in cylinder body. The visual examination of the reservoir did not identify any leaks in this component. Functional testing of the device identified both cylinders and reservoir performed within specification. The pump was not functionally tested due to the contamination found in visual analysis. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was not functioning and the patient had pain in lower abdomen. The device was not inflated when cycled; there was no inflation of device when the pump button was pressed. All components were explanted.